Event description:
The issue occurred during preparation for use for an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (company representative should be unmarked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and in talking with technical support over the phone it was one of the cables that was incorrectly attached. The customer's complaint for no image but a color bar displayed on the screen was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image, but a color bar displayed on the screen while using the video processor. There was no patient harm associated with the event.